Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9266313. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs was missing the expiration date and the plunger was difficult to move. The following information was provided by the initial reporter: material no: 324912, batch no: 9266313. It was reported that the consumer inquired about the expiration date on her poly bag and the needles seem dull. Also, the consumer has to press really hard to complete her injection. Verbatim: consumer called to inquire about what date is the expiration date on her poly bags. Stated the dates on the bags say 11/2018 and 10/ 2024. Stated some of the needles seem dull and she has to press really hard to complete her injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs was missing the expiration date and the plunger was difficult to move. The following information was provided by the initial reporter: material no: 324912, batch no: 9266313. It was reported that the consumer inquired about the expiration date on her poly bag and the needles seem dull. Also, the consumer has to press really hard to complete her injection. Verbatim: consumer called to inquire about what date is the expiration date on her poly bags. Stated the dates on the bags say 11/2018 and 10/ 2024. Stated some of the needles seem dull and she has to press really hard to complete her injection.